Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 99% stenosed target lesion was located in the calcified and severely tortuous left circumflex artery. After pre-dilation, a 2.5x12mm promus element stent was advanced for treatment but was not able to cross the lesion. A micro catheter was then used and the 2.5x12mm promus element stent was again re-advanced but was not able to cross the lesion. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).